Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake in aseptic technique. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (intraperitoneal (ip), stat), injection amikacin (ip, 100mg, once daily [od]), injection ecomer (1g, od,) and injection reflin (1g, od) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event. No additional information is available. Event details: during a call, the following was reported. On an unreported date, the pt made mistake / break in aseptic technique. On (B)(6) 2014, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was pt made mistake / break in aseptic technique. On an unreported date, a peritoneal effluent culture was performed and result was unknown. On (B)(6) 2014, a peritoneal effluent analysis was performed and leucocyte, lymphocyte and polymorphs counts were 2100 cells/mm3, 10% and 80% respectively. On an unreported date, the patient began treatment with inj vancomycin ip stat, inj amikacin ip (100mg, once daily od) , inj ecomer (1g, od) ip and inj reflin (1g, od) for peritonitis. Outcome: peritonitis: recovered/resolved. Pt made mistake / break in aseptic technique: not reported. Medical history: end stage renal disease (esrd), hypertension and diabetes. Concomitant therapy: not reported. Causality assessment: not reported.